Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a bent cannula. Customer thought she had an infection. Customer stated that it happened twice. Customer ate a banana this morning and her blood glucose level was 596 mg/dl. Customer reverted to a back-up plan. Customer has lost some weight and may need to change the infusion set type. Customer tossed the infusion sets and has not spoken to the doctor. Customer will be sent sample sets. Customer declined troubleshooting for high blood glucose levels. No further assistance needed.